Manufacturer narrative:
Device analysis report attached. This report is submitted on december 11, 2023.

Manufacturer narrative:
This report is submitted on october 10, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site that was treated with IV antibiotics and was hospitalised. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.